Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels declined to 28 mg/dl while wearing the pod between 24 and 36 hours. The patient reports feeling dizzy and loosing consciousness. The patient reports receiving incorrect readings from their dexcom sensor that showed blood glucose levels at 185 mg/dl but when checking by finger stick their blood glucose level was below 70 mg/dl. Once the paramedics had arrived the patient was treated with sugar injections and their blood glucose level was below 30 mg/dl. The patient was taken to the hospital. Treatment at the hospital was not provided. The patient was at the hospital for 5 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.1. Cloud - operating system. N5004l-am-q-mv01602-06-01.06. Cloud - hardware n5004l. Cloud - cgm sensor type g7.